Manufacturer narrative:
(B)(4). Sample discarded and not available for investigation.

Event description:
It was reported via a hotline call. The (rn) registered nurse from the (ccu) cardiac care unit called to ask about the proper protocol when there is an iab rupture. The rn was unsure if it should be reported. They had an iab rupture about two weeks ago. The rn had very minimal information regarding the rupture. The rn did say that the catheter was removed and replaced without difficulty and no patient complications were noted. The patient was supported and successfully weaned from therapy. The (css) clinical support specialist explained to the rn that it should be reported and it is best that they call the hotline at the time so that we can get detailed information surrounding the event. The css also explained that the catheter should be kept for return to the company. The rn said that they did not keep the catheter she is referring to. The rn is unaware if the same site was used for the second insertion and is unaware of any alarms that occurred. The css discussed bpw assessment to determine how occlusive the iab is of the aorta to help prevent ruptures.

Manufacturer narrative:
(B)(4). No product was returned for evaluation. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported via a hotline call. The (rn) registered nurse from the (ccu) cardiac care unit called to ask about the proper protocol when there is an iab rupture. The rn was unsure if it should be reported. They had an iab rupture about two weeks ago. The rn had very minimal information regarding the rupture. The rn did say that the catheter was removed and replaced without difficulty and no patient complications were noted. The patient was supported and successfully weaned from therapy. The (css) clinical support specialist explained to the rn that it should be reported and it is best that they call the hotline at the time so that we can get detailed information surrounding the event. The css also explained that the catheter should be kept for return to the company. The rn said that they did not keep the catheter she is referring to. The rn is unaware if the same site was used for the second insertion and is unaware of any alarms that occurred. The css discussed bpw assessment to determine how occlusive the iab is of the aorta to help prevent ruptures.